Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2015-00898, follow-up report #1. (B)(4). Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump thrombosis on an unspecified date, and remained in the hospital until a heart transplant was available. Additional information regarding the event and the date of the heart transplant was requested; however, none was provided.

Manufacturer narrative:
The pump was returned for evaluation. The evaluation of the pump revealed a deposition in the outlet stator. Although a root cause for the observed deposition could not be conclusively determined through this evaluation, it was partially obstructing the blood flow path and could have contributed to the reported elevated ldh and thrombus symptoms. The outlet stator revealed red/white, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the distal rotor suggest that it was likely present while the device was supporting the patient. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2015, the patient was admitted to the hospital and remained there until the patient received a heart transplant on (B)(6) 2015. The patient was experiencing elevated lactate dehydrogenase (ldh) levels from 200's u/l to 600's u/l, and was given an IV infusion of heparin and flolan. The patient's anticoagulation regimen was coumadin and aspirin. At the time of the event, the patient's inr goal was 2-2.5 with an inr of 2.2 during admission.